Event description:
On (B)(6), 2010, encompasstss was informed of a second electrical ignition took place within the control unit at (B)(6) involving two units, s/n's (B)(4). The devices showed similar signs as previously reported by (B)(6) (MFR #: 2032648-2010-0001). No add'l shipments of the accumax control units have been made since the first reported event on (B)(6), 2010.

Manufacturer narrative:
Add'l serial #'s: (B)(4). Add'l manufacture date: 12/2009. Root cause analysis: the investigation indicated the products involved in the incidents contained batteries obtained from leoch battery corporation. None of the incidents involved batteries obtained from eagle picher. The eagle picher batteries have a 0% failure rate. Failure analysis testing indicated the cause of the failure mode was most probably the unexpected out-gassing of the leoch battery corporation battery, resulting in a sudden but limited ignition of the battery gas and internal charring of the electronics/enclosure. Testing of the charging system by kap medical indicated the charging system was performing to design specifications. While the failure mode could not be duplicated, final review by kap medical concluded the only reasonable cause was a defect in the leoch battery corporation battery which resulted in the unexpected out-gassing. Corrective action: the following containment actions have been implemented to control the suspect inventory in the field and at kap medical. On friday march 5, 2010, a quarantine order was issued by encompasstss to affected customers to stop the use of all affected accumax quantum complete control units. Encompasstss discontinued product distribution until resolution of the problem. All batteries and charging boards have been identified, red tagged and quarantined in a specific area in kap medical materials warehouse. The following corrective preventive action is being taken by kap medical. A revised design is being developed and validated that will allow the device to function according to its original device specifications w/o the use of a battery feature. This will exclude the use of a sealed lead acid battery and prevent recurrence of the failure. All products containing the leoch battery corporation battery is being recalled and will be retrofitted with the new design. Accumax control units produced with the eagle picher batteries prior to the introduction of the leoch battery corporation battery are not subject to the recall, but will be upgraded to the new design following completion of the recall action. This is being performed by kap medical to eliminate the need for battery replacement during service operations and provide consistency of design of all field units. No occurrence of illness, injury or death related to this issue has been reported to encompasstss as of the date of this report. The recall includes 349 control units. The distribution dates affected by this recall include (B)(4) 2009 inclusive of serial numbers (B)(4). Additionally, two service units, (B)(4) serviced on 10/07/2009, and (B)(4) serviced on 10/01/2009 require correction.